Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella 2.5 device for mechanical circulatory support. While on support, flows dropped quickly to less than 0.5 l/min, clot suspected. The physician elected to remove the pump, run in basin of sterile saline, and reinsert. The pump restarted, and the flows were appropriate for p level. Perforation requiring covered stent and/or balloon tamponade. The patient expired. It is more likely that the obtuse marginal 1 perforation was the cause of the patient's death. However, the immediate low flow at start of support that resulted in explant and re-implant of the impella catheter cannot be excluded as a contributing factor leading to the complication.